Manufacturer narrative:
Investigation is not required as the customer did not provide lot numbers and expiration dates of home test.

Event description:
Invalid result (s). User stated that their test did not produce a result. Could not identify user error.